Manufacturer narrative:
Per report, "customer called in stating that his blood pressure monitor is giving inaccurate and inconsistent readings. He stated that he took the unit to his doctor, who confirmed that the readings were approximately 50 points higher than expected. The customer believes the unit is not properly calibrated." Customer reported that, customer that the blood pressure monitor was reading 40 points higher than expected when comparing it with his doctor's device during his visit. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called in stating that his blood pressure monitor is giving inaccurate and inconsistent readings. He stated that he took the unit to his doctor, who confirmed that the readings were approximately 50 points higher than expected. The customer believes the unit is not properly calibrated."